Manufacturer narrative:
.

Event description:
Complainant alleged that during biomet testing the devic e displayed a "pacer fault 117" and "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malf.